Manufacturer narrative:
It is unknown if the device is returning.

Event description:
This is report 1 of 2 that is capturing the plum 360 pump for this one event that occurred in room 11 on (B)(6) 2018. The event involved a plum 360 pump that the customer reported blood backing up in the line and the IV tubing line was flattened down. It was reported that a primary plumset was delivering and unspecified total parenteral nutrition (tpn) via a peripherally inserted central catheter (PICC) line at 3.2ml/hr. Eighteen hours into the infusion, it was reported the pump was ¿alarming distal occlusion¿. Actions were taken to trouble shoot, remove air from the line, restart the device, however the pump alarmed again 30 minutes later. It was discovered the PICC line clotted off and an extended dwell peripheral intravenous catheter (epiv) was then placed. The patient was in room 11 of the neonatal intensive care unit (nicu), was (B)(6) gestation and weighed (B)(6).

Manufacturer narrative:
The device did not return for evaluation. The customer did not provide additional information and no serial number was provided for the device. Based on this fact, the device couldn¿t be visually nor physically evaluated and a historical review couldn¿t be executed. Therefore, no probable cause could be determined.